Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it could not be determined if the full lead was returned due to explant damage. Proximal and distal portions were received. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: sdr303b, ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had insulation damage and low impedance. The rv lead was reprogrammed and later removed and replaced as the patient was pacer dependent and the impedance continued to decline. The right atrial (ra) lead was replaced during the procedure with no performance issues indicated and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.